Manufacturer narrative:
Analysis of the implantable neurostimulator (serial # (B)(4)) found that the integrated circuit had mud cracking residue anomalies. Analysis also found that the service life of the device started prematurely.

Event description:
It was reported that there was telemetry issues. The manufacturing representative had an implantable neurostimulator (ins) that was set to expire on december 28th 2013. Manufacturing representative had a procedure on (B)(6) 2013 and wanted to use it on the patient but when she went to interrogate the device prior to this procedure she was unable to connect to the clinician programmer. An overdischarge was assumed and a physician mode recharge was performed. A trickle charge was done for about 58 minutes and the device started to charge normally. It was decided not to implant the device considering one strike against the implant. Additional information received reported the device had been out in the field for some time. It was noted that due to this it had not been recharged and accidentally reached overdischarge state. The manufacturing representative was unable to read or interrogate the ins. Additional information received reported it was fixed on (B)(6) 2013.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.